Event description:
Pt underwent resection of an obstructing carcinoma of the sigmoid colon over a year ago. She had been undergoing adjuvant chemotherapy. On the last injection of her groshong infusion catheter, it appeared to extravasate. Pt complained of burning pain in her chest. Pt admitted for early removal of catheter as she is almost done with chemotherapy.